Event description:
It was reported the catheter was inserted via right internal jugular in '07. Insertion was completed with no complications noted. At about 2 months later, md removed catheter due to infection. An over the wire technique was used to insert the angio dynamic step tip catheter. Technique they were using at the time for over the wire transfer did not allow md to see catheter before he disposed of it. During an x-ray of the chest approx 7 months later, for reasons other than dialysis, an estimated 6 cm piece of catheter was found. An attempt was made to remove the piece at a hosp. Pt went to a hosp in 2008 for second attempt to have catheter piece removed; they were successful. The pt is in good hlth & does not seem to have any lasting ill effects.

Manufacturer narrative:
Sample will not be returned for eval.